Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found cracked right plunger case and battery door as well both tamper seals broken. No other signs of external damage. There was evidence of the reported problem (error) recorded in event history log, however, the reported problem was not duplicated. The investigation found no damage to the speaker. For corrective action, the speaker was replaced as preventive measure. No fault was found with the device. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: d4: model number: 4000.

Manufacturer narrative:
Other text: h4: correction: device manufacture date: 13-may-2019.